Event description:
Endotracheal tube placed by certified registered nurse anesthetist and confirmed with surgical resident. During procedure, intraoperative neuromonitoring (nim) machine notified us of electrode failure. Medtronic representative assessed situation and confirmed this was likely a tube failure issue.